Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a syncope episode. The patient presented in clinic for follow up. The right atrial lead exhibited insulation anomaly. The lead was capped. The patient was in stable condition post operation. No further information was available.